Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7080356.

Event description:
It was reported that the patient was experiencing shocking sensation in the legs. It was also stated that one of the patients lead had migrated which was confirmed through an x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned due to facility policy.